Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: h4: the device manufacture date was reported as april 28, 2010 in the previous medwatch report. The date has been updated to april 27, 2010. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all {operational/manufactures} specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). MFR site: the manufacturing location is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that the small battery drive device and sagittal saw attachment device overheated while in use together after a few seconds, and emptied brownish/black liquid oil with contamination of the surgical kit. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Event: during subsequent follow up with the customer, it was determined that the event occurred during an open stabilization surgical procedure. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Correction: upon complaint review, it was determined that the device brand name and catalog number were documented incorrectly in the initial report. Both fields have been updated as 532.001 and small battery drive respectively. The device manufacture date was documented as april 11, 2017 in the initial report. It has been updated to april 28, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device manufacture date was documented as unknown in the initial report and has been updated to april 11, 2017. Additional information: additional information was received from the reporter. It was reported that the event occurred during a surgical procedure. It was reported that the brownish/black liquid ¿dd oil¿ landed on the patient's surgical site. It was reported that several liters on ¿ringers¿ solution was poured on the surgical site and then the surgical site was rinsed with betadine. It was further reported that post operatively, the patient was treated with two doses of intravenous antibiotics. It was also reported that the procedure was completed although a surgical delay was reported. The length of the surgical delay and patient¿s post-surgical outcome is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.